Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced pain in leg regardless of stimulation being on and off following the trial implant procedure. The trial lead was removed but the pain did not resolve. The date of removal is unknown. CT scan and MRI was done but did not reveal any anomalies. No additional information is available.